Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted photograph of the patient¿s driveline identified a compromise in the driveline that could have contributed to the reported driveline faults. Evaluation of the returned portion of the driveline identified an additional compromise in the patient¿s driveline. Evaluation of the submitted log file confirmed the reported driveline faults. A photo of the patient¿s dl was submitted during the distal end repair. The photo confirmed a full fracture of the yellow wire. The submitted x-ray of the patient¿s internal portion of the driveline appeared unremarkable. The submitted log file contained data spanning from (B)(6) 2021 16:06:40 through (B)(6) 2021 10:51:30. The log file captured 233 driveline faults while the patient was supported by both the power module and batteries. The submitted log files contained overlapping data spanning from (B)(6) 2021 10:45:09 through (B)(6) 2021 14:32:40. The log file captured 165 driveline faults while the patient was supported by both the power module and batteries. The requested controller exchange was captured on (B)(6) 2021. A brief driveline disconnect was also captured on (B)(6) 2021 during the patient¿s perc lead repair. The driveline faults appeared to resolve after the external perc lead repair. No other atypical events were captured. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with a damaged wire in the patient¿s driveline, which was confirmed through the evaluation of the submitted photograph and returned driveline. The submitted x-rays of the patient¿s internal and external portions of driveline were unremarkable. A distal-end driveline replacement was performed on 12aug2021 and approximately 15.5¿ of the external portion/distal-end of the driveline was returned for evaluation. The driveline faults appeared to resolve after the external perc lead repair. Electrical continuity testing of the returned driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. The driveline was returned with a previous clamshell repair intact. Layers of tape were observed along the length of the entire driveline. Tears in the silicone jacket were observed 6, 6.5, and 7.5¿ from the metal connector, and the silicone jacket was missing entirely from 3-3.5" and 5-5.5" from the connector. Upon removal of the silicone jacket, the bionate layer was discolored but showed no signs of damage. Fraying and minor breakdown in the metal braided shield was observed along the length of the driveline. Areas of more severe breakdown were observed 0-1, 2-3, and 4-5" from the metal connector. Visual inspection of the wires confirmed a breach in the insulation of the orange wire approximately 12¿ from the metal connector. The observed wire damage appeared to be the result of abrasion from the metal braided shield due to repetitive flexing of the lead. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The heartmate ii left ventricular assist system (hmii lvas) operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open-circuit conditions. When the pocket controller compared the current in the yellow wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms. If the exposed conductors of the orange and yellow wires contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), a short to ground could have resulted in alarms and pump stops. Similar events could have occurred if the exposed conductors of the orange and yellow wires contacted the braided shield simultaneously or if the exposed conductors from two wires of different phases contacted each other while the patient was connected to battery power. Multiple attempts were made to obtain additional information regarding the event; however, no additional information was received. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2011. The heartmate ii lvas instructions for use (IFU) is currently available. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, low flow hazard, and pump off alarms) and how to respond to such events. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted and the staff noted that upon hooking the patient to a system monitor, there were driveline fault alarms. Log file analysis confirmed the driveline fault alarms. The patient's system controller was exchanged as part of troubleshooting and driveline fault alarms have returned as of (B)(6) 2021. The log file from the new controller showed degradation to the same driveline phase that caused the driveline fault alarm on original controller. The patient had a clamshell repair in the past but not a full driveline repair. A driveline repair was scheduled for (B)(6) 2021. Technical services was onsite for the repair on (B)(6) 2021. Upon visual inspection, they noted the driveline to be wrapped entirely in 3 layers of tape. Removed approximately 8" of tape past exit site. Cut into silicone jacket and saw through bionate layer that copper shielding was entirely worn away approximately 4" to 6" from exit site. There was also a twist in the wires/bionate in this area. Untwisted prior to cutting into the bionate. Noted oxidation of remaining copper shielding below planned splice site (going toward controller) and removed. Upon further inspection, team observed a complete break in the yellow wire approximately 4.5" from the exit site that was likely the cause of the driveline fault alarms. Began splicing procedure by crimping yellow wire at break site to the new lead. Continued with black and red wires. Switched patient onto new driveline without any symptoms and noted that driveline faults resolved. Continued by splicing green, brown, and orange wires. Closed up repair site per procedure. Provided patient with care instructions. Following repeat log file analysis, technical services team determined that the repair resolved the driveline faults and all 6 wires were operating normally. After repair, the driveline monitoring values were in normal range.